Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes underfilled and experienced poor barrier separation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA/510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes underfilled and experienced poor barrier separation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 23-mar-2026. Investigation summary: bd received 28 samples for investigation. All 28 samples were visually inspected for gel defects, and one sample was found to have an air bubble in the gel. Additionally, 20 of the 28 returned samples were randomly selected for functional tests related to low or no draw, and all tubes were within specification. Complaints for sample quality are under statistical control for the month of february 2026. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been been confirmed for the indicated failure modes: poor barrier separation and underfill. This complaint has been confirmed for gel air bubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended.. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.